Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer routinely uses the e411 analyzer for thyroid testing, so the sample was first measured on the e411 analyzer. The e601 analyzer is typically used when completing clinical chemistry test measurements. The physician ordered clinical chemistry measurements, so the sample was then repeated the customer's e601 analyzer. Results for ft3 and ft4 were discrepant between the two analyzers, but the thyrotropin (tsh) results were about the same. The customer also measured other samples using both the e411 and e601 analyzers, however, other samples did not show the same discrepancy. This medwatch will refer to the ft4 assay. Refer to the medwatch with (B)(6) for information related to the ft3 assay. The sample was initially tested on the e411 analyzer and resulted as 3.79 pg/ml for ft3 and 2.07 ng/dl for ft4. The sample was repeated on the e601 analyzer and resulted as 6.37 pg/ml for ft3 and 3.35 ng/dl for ft4. The sample was repeated a second time on the e411 analyzer, resulting as 3.87 pg/ml for ft3 and 2.14 ng/dl for ft4. The sample was also repeated for a third time on the e601 analyzer, resulting as 6.38 pg/ml for ft3 and 3.22 ng/dl for ft4. It was asked, but it is not known if the patient was adversely affected. The e411 analyzer (B)(4). The e601 analyzer (B)(4).

Manufacturer narrative:
During investigations, the sample was tested on an e601 analyzer, an e411 analyzer, and a centaur analyzer. The sample resulted as 3.25 ng/dl for ft4 and 6.09 pg/ml for ft3 when tested on the e601 analyzer. The sample resulted as 2.09 ng/dl for ft4 and 3.66 pg/ml for ft3 when tested on the e411 analyzer. The sample resulted as 1.4 ng/dl for ft4 and 3.1 pg/ml for ft3 when tested on the centaur analyzer. There was no remaining sample volume left for further investigation. A specific root cause could not be determined since there was no additional volume of the sample left for investigation.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that they had another sample from the same patient that they could provide for investigation. The sample was investigated and it was determined that the sample contained an interferent to the streptavidin present in the ft3 and ft4 assays. This type of interference is covered in product labeling.

Manufacturer narrative:
Upon further investigation of the sample that was provided for investigation, it was determined that an interference factor to streptavidin could not be identified in the sample. An unspecified pre- wash interference was confirmed. The possible presence of an interfering factor is covered in product labeling.